Event description:
Caller reported that the pump battery depleted too fast, but the issue did not lead to a pump shutdown. There was no adverse impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.